Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; battery flex was corroded. Analysis also found the upper case and battery contacts were corroded and contaminated. Lower case was broken, corroded, and contaminated. Both bail covers and lead flex cover were corroded. Ring cover, battery drawer, battery release, and o-ring were contaminated, printed circuit board flex tapes were creased, the ring was bent, and the lower part of lcd (liquid crystal display) was missing columns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for repair. There was no patient involvement.